Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent a bilateral subcostal incisional hernia repair on an unknown date and mesh was used. (B)(6) after the initial procedure, the patient presented with redness, secretion, local edema and skin erosion. The patient was hospitalized for six days to remove the mesh fragments that were exposed, resuture the skin, and for antibiotic treatment. The patient left the hospital and returned home, however, still needed medical care. The surgeon opines that the mesh caused the rejection and suture dehiscence.